Event description:
Ref(B)(4).

Manufacturer narrative:
The complaint of a break in the catheter is confirmed. Gross and microscopic exam of the complaint sample reveals a partial break in the quadraflex catheter material. Magnified views of the break site shows an irregular edge with a broken and rough veneer over approx one half of the circumference of the distal edge. These traits indicate the damage is a result of a break in the tubing. The remainder of the circumference has a rounded edge with a glossy, smooth veneer. It is possible the break manifested itself after the catheter was partially perforated or cut by the introducer needle. It should be noted that reinsertion or manipulation of the needle during the placement procedure and has the potential to cause damage to the catheter. The mechanism of the break in the tubing is undetermined. The product instructions for use (IFU) provide written and illustrated information on proper placement techniques and to avoid circumstances that could jeopardize the functionality of the catheter. A lot history review (lhr) of rewj0947 showed no other similar product complaint(s) from this lot number.